Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc guidewire was crossed, predilation was done with a non-bsc balloon catheter. A 2.75x32mm synergy drug eluting stent (des) and a 3.5x22mm non-bsc stent were then deployed. A 3.5mm non-bsc balloon catheter was used for post dilation but the balloon ruptured. The device was removed and was exchanged with a 3.50mm x 15mm nc emerge® balloon catheter. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or patient injuries were reported.